Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the yellow level sensor was not working. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was a 30 minute delay. There was no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported an issue with the heart lung machine (hlm) prior to cpb during set up. Specifically, the user reported the level module and cable were not working. This occurred during set-up, which resulted in a delay to the surgery of approximately 30 minutes. The surgery was completed successfully with no patient harm and blood loss reported.

Manufacturer narrative:
Per the manufacturer's subsidiary, the issue was a check module alarm in which the sensor was replaced and the issue resolved.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.